Event description:
It was reported the catheter ruptured proximally to the balloon during procedure. Prior to use, the balloon was prep and confirmed work as intended. No patient injury reported.

Manufacturer narrative:
The balloon catheter has been evaluated and confirmed the catheter ruptured at approximately 9.7 cm from the distal tip of the catheter.